Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation after being used in the procedure. Sheath was returned separated from housing. The returned device was visually inspected and the following was noted: sheath tip is unopened; pin holes observed on the shaft located at the insertion marker; the sheath housing can be seen detached from the sheath shaft, mostly a clean separation. Proximal flare is stretched and damaged. Some outer jacket material is attached to the housing; bump observed approximately 2¿ proximal from the insertion marker. After outer jacket removal, fold was observed on the inner member where the bump is located. Due to the nature of the complaint, no dimensional analysis and functional testing were performed. The complaint was confirmed by visual inspection. During manufacturing, the device and its components were visually inspected for any defects.  On the component level, the shafts underwent 100% visual inspection by manufacturing and quality for any abnormalities.  In addition, product verification (pv) testing was performed on a sampling basis.  All testing passed specification for lot release.  These inspections and testing above indicate that the axela sheath has sufficient inspections in place to identify defects related to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed additional similar complaints.  A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned similar complaints; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient factors and or procedural factors may have caused or contributed to the similar events. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints for sheath shaft resistance with delivery system, outer jacket torn, and sheath housing, hemostasis valve separated were confirmed based on condition of the returned device. However, no potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training manual deficiencies were identified. There was no report of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Training materials indicate that push force through the sheath can vary due to vessel diameter, tortuosity, and degree of calcification. The presence of tortuosity can create challenging pathways that can increase resistance during device advancement. Calcification can also interact with the sheath and prevent it from fully expanding as the thv/delivery system is inserted through it. Procedural factors such as improper flushing and/or improper valve crimping can also contribute to resistance with the delivery system. If resistance was encountered during device insertion, excessive force and manipulation would likely be applied to counter the resistance, which could have led to the sheath housing becoming separated from the sheath and the observed jacket tear/pinholes. It is also possible that calcification (if present) lead to the pinhole tear on the outer jacket. Outer jacket pinholes at the insertion marker indicates that the outer jacket may have been in contact with sharp objects such calcium nodules. Available information suggests that patient factors (vessel calcification) and/or procedural factors (excessive device manipulation, improper device flushing/improper valve crimping) may have contributed to the reported events. However, a root cause cannot be determined as insufficient data was provided to reach a definitive conclusion. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) is not required. However, a pra was previously initiated to further study the risk regarding the sheath housing, hemostasis valve separated. A corrective action/preventative actions (CAPA) have been initiated to investigate and address instances where the axela sheath shaft separated from the housing, and investigation related to resistance with delivery system complaints where the valve was unable to advance through the axela sheath.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the delivery system with crimped valve got stuck into the proximal section of the axela sheath. After many attempts of unlocking the device, it was decided to remove everything from the patient. A new sapien 3 ultra kit was opened, and successfully implanted. There was no consequence to the patient. Pre-decontamination evaluation of the returned device revealed that the sheath shaft was separated from the housing/hub.